Event description:
It was reported that cartridge alarm 30 occurred during the cartridge load process while customer was being assisted for a different issue, and customer had removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded existing cartridge, successfully resumed insulin delivery, and was educated by technical support to wait for prompt before removing used cartridge, which customer understood and acknowledged.